Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient had hypoglycemia while using the guide meter. The patient was talking funny and not making sense. The blood glucose result on the meter was 118 mg/dl. The patient's daughter-in-law called the paramedics and they arrived 15 minutes later. The blood glucose result on the paramedic's meter was 32 mg/dl. The patient was treated with glucose shots and taken to the hospital. The blood glucose result at the hospital was 94 mg/dl at an unknown time and day. The hospital provided food to the patient. The patient was in the hospital for 5 days. Return of the suspect device was requested for evaluation.